Event description:
Philips received a complaint on the v60 ventilator indicating that the device was unable to power on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) advised the customer to check the power supply of the device. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from asp received, it was stated that the device issue was believed to be with the power supply. The asp stated that the customer decided to repair the device on their own. No further information was provided regarding how the customer resolved the issue or what testing was completed following the service by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.